Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. (Expiry date: 07/2024).

Event description:
It was reported that during the stent graft placement procedure, the device allegedly failed to advance through the lesion. It was further reported that the stent allegedly got dislodged from the balloon while retraction. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was not returned for evaluation. Two fluoroscopic images were provided for review. The images provided showed a partially expanded stent near the left kidney which likely represents the device in question. The exact location of this stent could not be determined without contrast studies. The most common causes of stent dislodgement prior to deployment occur secondary to lack of sheath protection when trying to pass through a certain location. The etiology in this case could not be determined without a fluoroscopic video of  the event, if that exists. The result of the investigation is inconclusive for the reported failure to advance and compatibility issues and confirmed for the stent dislodgment issue. The root cause for the reported failure to advance, incompatibility and dislodgment issues could not be determined based upon the available information received from the field communications and image reviews.  Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Contraindications ¿ patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. Warnings ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Precautions ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ do not use if the delivery system cannot be properly flushed. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. ¿ this device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: b5, d4 (expiry date: 07/2024),

Event description:
It was reported that during the stent graft placement procedure, the device allegedly failed to advance through the lesion. It was further reported that the stent allegedly got dislodged from the balloon while retraction. Reportedly there was also a compatibility issue between the delivery system device and the introducer sheath. There was no reported patient injury.